Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced insulin leaking from the back of the cartridge with incomplete tubing fill, resulting in persistent hyperglycemia for approximately half a day and alerts for prolonged high glucose while using specified cartridge, connector, and infusion set lots; the user installs the connector with the cartridge seated in the device. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or need for assistance. Outcomes included self-management at home without medical intervention, no use of backup insulin therapy, and eventual return of glucose to range after replacement of all supplies. Investigation included complaint history review, user interview, and product use education. Investigation of this case revealed user-reported leakage at the cartridge interface and uncertainty about the exact leak location, with glucose control improving after reinstallation. It was concluded that the event involved hyperglycemia associated with suspected cartridge-to-connector leakage, with no clinical sequelae and resolution after supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.